Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated that the patient (pt) needed an MRI last night but the ins had 'problems staying on'. The ins was placed in MRI mode prior to this but caller speculated the ins depleted during this time and they couldn't get it to connect to its remote. Caller said the pt charged the implant overnight. This morning the pt was able to connect and put the device into MRI mode. After the scan, the pt went to connect the remote back to the device and it looked like the implant was apparently dead again so the pt took the recharger back upstairs and put it back on the charger. Caller asked if it was safe to continue scanning the pt because they wanted more body parts scanned. Agent reviewed MRI mode with the caller. The caller was not with the pt at the time of the call, so further troubleshooting could not be performed. It was unclear exactly what had transpired.